Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a loss of connection issue occurred between the transmitter and the pump for an unknown duration of time. No additional patient or event information was available. The customer declined to troubleshoot the issue or provide additional information to tandem technical support.